Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device displaying a different temperature to other devices being used to monitor, with a discrepancy of around 2 degrees c. Per follow up information received via mail on 03jun2025, this system was serviced on location by the field engineer. Service report attached. Electrical safety test, functional and visual checks performed. The as5000 system has been evaluated. An electrical safety test was performed and, as5000 system passed all tests is functioning properly and is ready for use.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported issue was unconfirmed. The device was evaluated upon receipt. The reported issue was not duplicated. The device was evaluated upon receipt. The reported issue was not duplicated. The as5000 system was evaluated for functionality and results were recorded. An electrical safety test was performed; as5000 system passed all tests, is functioning properly and is ready for use. A risk review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device displaying a different temperature to other devices being used to monitor, with a discrepancy of around 2 degrees c. Per follow up information received via mail on 03jun2025, this system was serviced on location by the field engineer. Service report attached. Electrical safety test, functional and visual checks performed. The as5000 system has been evaluated for functionality per baw2800549 rev. 0. An electrical safety test was performed and, as5000 system passed all tests is functioning properly and is ready for use.